Manufacturer narrative:
The device was not available to be returned.

Event description:
Patient had symptoms of difficulty swallowing starting shortly after the first injection. He completed a series of injections on (B)(6) 2011. The patient went to his primary care physician who took him off the lysinopril, maledepine besylate and increased the toprol. Patient had an endoscopy but nothing was detected. The patient is still having difficulty swallowing.